Event description:
This patient was enrolled on the heat trial, a multi center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a 40 year old male who presented with a ruptured aneurysm located in the anterior communicating artery. The pt's aneurysm was coiled on (B)(6) 2014. The patient had moderate vasospasm on tcd's and recovered. On (B)(6) 2014, the pt experienced a symptomatic and radiographic severe vasospasm of the aca's. Ia-verapamil infusion was given into left a1 which precipitated a generalized seizure lasting more than 30 seconds, 6 mg IV versed stopped the seizure. On (B)(6) 2014, the pt had a brief episode of right leg numbness. We raised his blood pressure goal to keep sbp>150. The patient had complete resolution of numbness. On (B)(6) 2014, the patient experienced a mild vasospasm of the right aca. There was moderate focal vasospasm of the supraclinoid left ica and mild vasospasm of the left aca. Intra-arterial cardene was infused into the left internal carotid artery over a period of 30 minutes for vasospasm. A total of 600 ml was infused. Repeat angiogram of left internal carotid artery revealed moderate improvement in caliber of left ica, and aca. On (B)(6) 2014, the pt became weak on right arm and leg overnight. We increased sbp goal and then proceeded with angiogram. We performed balloon angioplasty of left a1 and left a2, as well as left ica. We also gave 25 mg ia-cardene into left ica. The vasospasm of these events recovered on (B)(6) 2014. The sae was reported due to requiring in subject hospitalization or prolongation of existing hospitalization and resulted in medical or surgical intervention to prevent further permanent impairment to body structure or body function.